Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.

Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On 9/02/23 the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until 2/01/24 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until 6/06/24 when a replacement battery pack was inserted into the AED. The device also underwent bench testing and evaluation. During testing, the display was found to be blank; however, the AED continued to provide audible prompts. The device was unable to initiate a shock. Further investigation identified a failure in the graphics display module.